Manufacturer narrative:
Product event summary #no DHR review required for pli 10 or 30; does not meet the requirements of dop10.005 for DHR review. Rk (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with anterior mi. During a procedure to treat a moderately tortuous and moderately calcified lesion exhibiting 99% stenosis two resolute integrity rx coronary drug eluting stents and a solarice rx ptca balloon catheter were used. There was no damage noted to the packaging or any issues noted when removing all three devices from the hoop/tray. The lesion was pre-dilated with the solarice balloon. Resistance was encountered when advancing all three devices. Excessive force was used during delivery of all three devices. It was reported that the 3.00x15mm stent was deformed and therefore was not deployed in the patient. It was reported that while attempting to use the 3.00x38mm resolute integrity stent that inflation difficulties were experienced and the stent was also deformed and was therefore not deployed in the patient. The deformation of the 3.00x15mm resolute integrity stent and the 3.00x38 mm stent was due to use of the devices in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. It was also reported that a perforation of the vessel occurred during the procedure. It was indicated that it is unknown which device caused the perforation. The patient is reported to be alive.